Manufacturer narrative:
Findings: unit received with minor scratches on lcd window. (B)(4).

Event description:
A customer reported via phone call indicating physical damage in the form of scratches on the screen of their insulin pump. The customer stated that the scratches were caused by keys scratching the device while in their pocket. The customer finds the screen difficult to read. The patient's blood glucose level was 169 mg/dl at the time of the call. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.